Manufacturer narrative:
Patient information not available for reporting device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) implant procedure on (B)(6) 2018, the blade/screw guide sleeve became damaged. While inserting the helical blade, the guide sleeve was not lined up correctly. When surgeon attempted to mallet the guide sleeve without proper teething, the threaded metal portion inside the guide sleeve was deformed, preventing the sleeve from fitting the inserter properly. Surgery was completed successfully with a delay of approximately 5 minutes. Patient was reported as stable. Concomitant devices reported: mallet (part number unknown, lot number unknown, quantity 1), helical blade (part number unknown, lot number unknown, quantity 1), helical blade inserter (part number unknown, lot number unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 03.037.017, lot: 9409791: manufacturing site: bettlach, release to warehouse date: 12. Mar. 2015: the device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the protection/guide sleeve (part # 03.037.017, lot # 9409791, mfg 12. Mar. 2015) was received at us cq with deformations on the internal surface of the device; therefore, the complaint agrees with the reported condition. As the complaint describes, the helical blade inserter and coupling screw (03.037.024 and 03.037.026) being hammered without properly aligning the devices with the blade/screw guide sleeve (03.037.017). The relevant technique guide, tfn-advanced proximal femoral nailing system (dsus/trm/0614/0109(7) 12/17) describes on page 33 that the red lines on the inserter shaft and the guide sleeve must be aligned before advancing by hand followed by light hammer blows. The root cause has been determined to be misuse, therefore no further investigation will be conducted. The complaint condition is confirmed as the device was received with deformations. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.